Manufacturer narrative:
Product complaint # (B)(4). The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that the 6.5 healix advance failed during an unknown procedure due to the suture bridge of the additional thread of the anchor breaks and makes the suture made with this thread unnecessary. This happened as soon as the surgeon solicits too much the thread, or makes a strong tension. The case was completed using another like device. There were no adverse patient consequences nor time delays.